Event description:
Customer reported that the insulin pump screen went green and began to give a constant tone after putting it into her purse. She stated that a battery change had temporarily resolved the issue but that the tone began again. The blood glucose reading was 130 mg/dl. Customer was advised to remove the battery for two hours and to revert to manual injections. Customer reported that the display became frozen and that the buttons became unresponsive. She stated that the insulin pump had not been dropped or exposed to moisture. She stated that there was a crack on the display screen. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display and constant tone alarm due to corrosion on the electronic assembly. The device also was received with minor scratched display window, cracked display window corners, broken battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.